Event description:
The device was received for service with a vague report of the pump underdelivering during routine biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.